Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc, packaged device was opened during a sacrospinous vault procedure performed on (B)(6) 2020 to treat stage 2 prolapse. According to the complainant, during preparation after patient sedation, when the device was opened, it was noticed that the device had a bullet already loaded and the sterility was compromised. The device was never used in the procedure. The procedure was completed with another capio opc, packaged device. There were no patient complications as a result of this event. The condition of the patient after the procedure was reported to be good.

Manufacturer narrative:
Block h6: device code 1120 captures the reportable event of contamination during use. A visual examination of the returned capio opc revealed that only a capio device was returned for analysis in an opened pouch. No needle and no deployment suture were received. No visual issues were observed with the catch and carrier. The 7 riveting pins were in place. A picture was provided by the customer and it showed a capio pouch resealed with some staples and the distal end of a capio device. The picture provided did not show any issue. Therefore, the reported complaint for "device-contamination during use" was not confirmed. Further, a functional analysis was performed and it revealed that the carrier was actuated and it extended and retracted without any issue. Also, it was actuated (deployed) with a suture and the needle entered in the catch slot without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. During the product and media analysis, no issues were detected in the device. During the product and media analysis, no issues were detected in the device. Therefore, the investigation concluded that the most probable cause for this event is no problem detected due to the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a capio opc, packaged device was opened during a sacrospinous vault procedure performed on (B)(6) 2020 to treat stage 2 prolapse. According to the complainant, during preparation after patient sedation, when the device was opened, it was noticed that the device had a bullet already loaded and the sterility was compromised. The device was never used in the procedure. The procedure was completed with another capio opc, packaged device. There were no patient complications as a result of this event. The condition of the patient after the procedure was reported to be good.